Event description:
During the clinical preparation of the heart lung console, a pressure sensor gave persistent display on central control monitor that it was not functioning properly. This was noticed during setup. There were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
No consequences or impact to pt, pressure sensor failure. Actual device involve in the event was evaluated, computer software performance tests conducted, computer software problem, failure to follow instructions, device failure directly caused the event. The device was evaluated and observed to have had part of its operating software imcompletely installed. This resulted in the failure of the pressure sensor to initialize. The incomplete software installation was indicated by data and message provided on the device. When the software was re-installed, the device was restored to proper function.